Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed due to a possible lead damage. The patient is a body builder and also trains actively. The patient is in good condition and will continue to be monitor.